Event description:
End user states that when she tried to lock the brakes downward, the right hand side handle broke off the handle and is still attached by a cable. Caregiver and patient not sure where purchased. May be a pharmacy and has a date of delivery (B)(6) 2013. No further information available.